Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps, lp system detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil lp into the vessel and made multiple attempts to detach it using a handle; however, the ruby coil lp failed to detach. Therefore, the ruby coil lp was removed. The procedure was completed using another lp coil, the same handle and the same microcatheter. There was no report of an adverse effect to the patient.